Event description:
This pt was no longer able to hear with their cochlear implant, after falling and sustaining a blow to the head in 2004. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was completed successfully in 2004.